Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported they had 'free cap' during lasik surgery. Will be sending back one use plus disposable head ref. 19337/90 and one use plus motor ref. 19345 back for evaluation.